Event description:
It was reported that there was high impedance on the superior vena cava (svc) coil and possible fracture on the right ventricular (rv) lead. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).